Event description:
The patient contacted animas on (B)(6) 2013 reporting that they were never instructed on how to use product. The patient stated that they inadvertently primed while attached. The patient stated that this occurred one month ago. The patient stated that her blood glucose (bg) at the time of the incident was 30-40mg/dl with feeling shaky and sweaty. The patient stated that they treated throughout the night by drinking orange juice. This report is being made due to the patient¿s alleged hypoglycemic event that resulted from the patient being attached while priming.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient was attached while priming).